Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peel-away sheaths peel back when attempting to place over guidewire/through skin and into vein.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly for evaluation. Visual examination of the assembly revealed the sheath tip was slightly split and crushed. This appearance is consistent with undue force being applied to the sheath tip. The total length of the sheath body measured to be 2.850" which is within specifications of 2.625-2.875" per product drawing. The outer diameter of the sheath body measured to be 0.077" which is consistent with the nominal specification of 0.077" per product drawing. The inner diameter of the sheath tip could not be measured due to the damage. The returned dilator was able to fully advance and retract from the returned sheath. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit tells the user "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." Also, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath tip was split and crushed, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the peel-away sheaths peel back when attempting to place over guidewire/through skin and into vein.